Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the distal lad. During lesion crossing it was noticed that the proximal part of the stent was "malfunctioned". Another stent was used to finish the procedure.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e., several struts are crushed and bend outwards) and that the stent is displaced distally by 2.5 mm. Microscopic inspection showed the stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped centered on the balloon. Balloon is still well folded and shows no signs of inflation, however, contrast medium residue was observed in the balloon- and in the inflation lumen, indicating the application of negative pressure prior to reaching the target lesion. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the intervention (i.e., application of negative pressure prior to reaching the target lesion).

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the distal lad. During lesion crossing it was noticed that the proximal part of the stent was "malfunctioned". Another stent was used to finish the procedure.